Event description:
It was reported that that shortly after initial implantation this right ventricular (rv) lead perforated the heart wall. The lead initially presented an increase in pacing thresholds and ultrasound imaging confirmed the perforation. This lead was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.